Manufacturer narrative:
Conclusion: device repaired by customer.

Event description:
It was reported via repair work order that the left side rail will not lock. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.